Manufacturer narrative:
Device lot number, or serial number, unavailable. Manufacturing date was unavailable at the time of filing. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that while the site was hammering on the pedicle probe the tip of the probe broke off in the pedicle. The representative indicated that they were going to remove the tip and continue with the case. There was a reported delay of less than one hour. The representative called back in and reported that the site was able to drill out the tip and placed the screw without any other issue.